Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not recur. Technical support advised the customer to continue using the pump and to report if any further malfunctions occurred.